Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received multiple ilet alert 38 notifications indicating consecutive stalled insulin motor events, experienced blood glucose readings above 400 mg/dl, restarted the device multiple times without resolution, and was advised to contact her healthcare provider regarding transition to backup subcutaneous insulin therapy. Symptoms included hyperglycemia. Outcomes included initiation of troubleshooting and education, and shipment of a replacement ilet while the original device return was requested. Investigation included a technical review based on the reported alarm condition and user-reported troubleshooting steps. Investigation of the returned device revealed a suspected insulin delivery interruption consistent with a stalled motor alarm associated with the insulin delivery subsystem.